Event description:
It was reported that during a patient follow-up in clinic, the atrial lead exhibited oversensing due to myopotentials and noise. Programming changes were made. The patient had no consequences.